Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient experience bilateral chest injury caused by a motorcycle accident. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 500cc, catalog number 3505004bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. On (B)(6) 2019, the product investigation was updated. Updated device evaluation summary: during analysis of the sample was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It is possible that the root cause of the rupture was the motorcycle accident in which the patient was involved. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and pain. Concomitant medical products: mentor memorygel breast implant 500cc, catalog # 3505004bc, serial # (B)(4), lot # 7452482. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a mentor memorygel breast implant 500cc and experienced painful rupture on the right side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.